Manufacturer narrative:
Medtronic received additional information that the patient's weight was (B)(6).

Manufacturer narrative:
Conclusion: conduction disturbances such as heart block, atrial fibrillation are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Event description:
Medtronic received information that six days after the implant of this transcatheter bioprosthetic valve, the patient received a permanent pacemaker for a second degree heart block. Twelve (12) days post-implant, an electrocardiogram (ECG) indicated atrial fibrillation. An additional electrocardiogram (ECG) five weeks post implant indicated a left bundle branch block (lbbb) that was also present the following month. No further treatment was prescribed. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.